Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest and other unspecified injuries before expiring five days later. This event was allegedly due to the use of the product which was administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.